Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and damage. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported display is blank after the insulin pump rest. The customer did troubleshooting the blank display previously. The customer reported water was on the inside of the battery compartment after being at the pool. The customer states the insulin pump has a big crack down the side where the battery would be on the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump was received with blank display due to moisture damage on electronic assembly. Unit was received with moisture damaged on motor assembly, corroded battery tube, cracked case at battery tube threads and cracked case along the side of the battery tube.